Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 240 mg/dl. Customer will call back for serial number information. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.